Event description:
New information stated that externalized conductors were noted on the lead.

Event description:
New information received notes that the lead was capped and replaced during a device change out. The patient was in good condition following the procedure.

Event description:
It was reported that pacing impedance was low.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description : a partial lead with the connector pin measuring 11.2cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).